Manufacturer narrative:
The reported event was unconfirmed. Inspected the exterior of catheter and did not find any evidence of a failure that would support the reported event. Sample has been evaluated and did not find any holes, rips or tears. Introduced water into the drainage eye and did not find any leakage from the distal end of the sample. Inflated balloon with air while submerged in water and there were no bubbles to indicate a leak. The shape of catheter balloon was meet the internal concentricity specification for this product is 70/30. Performed leak test on the seventh day, the balloon was fully inflated with no signs of leaking. Measured the shaft of the catheter and found the catheter was manufactured within the specification. Therefore, this complaint is unconfirmed since it was not contributed as per reported event. No root cause could be found because the reported event was unconfirmed. Per s03fa211 revision 28, as the reported event is unconfirmed, a labeling review is not required. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. Corrections: d, h. Initial reporter facility name: # (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that since product was already used, customer checked the outside of the bag, but no cracks or other damage were found in the balloon of the foley catheter. It seems that it came out naturally after insertion.

Event description:
It was reported that since product was already used, customer checked the outside of the bag, but no cracks or other damage were found in the balloon of the foley catheter. It seems that it came out naturally after insertion.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that since product was already used, customer checked the outside of the bag, but no cracks or other damage were found in the balloon of the foley catheter. It seems that it came out naturally after insertion.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital, (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.